Event description:
During an in clinic follow up, upon interrogation it was observed the device was pacing in magnet rate mode without a magnet present. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable and will continue being monitored.

Event description:
The patient was then enrolled in remote monitoring following the reprogramming. At another in clinic follow up, telemetry lockout was observed on the device and resolved. The patient then experienced dizziness and bradycardia, and a remote monitoring transmission was attempted, however, unsuccessful. The patient presented in clinic and a loss of pacing was observed. The device was explanted and replaced to resolve the event. Additionally, an inadequate capture threshold was observed on the right ventricular (rv) lead and noise resulting in oversensing on the right atrial (ra) lead, the rv lead was capped and replaced during the device replacement procedure. No intervention was performed on the ra lead. The patient was stable.

Manufacturer narrative:
The reported events of no magnet response, failure to interrogate and pacing problem were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found to be at normal level; signs of rapid depletion was noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.